Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. No additional information is expected. (B)(4).

Event description:
A customer reported that the system turn off and on by itself before surgery. No additional information is expected.